Event description:
It was reported that during a sleeve gastrectomy procedure, during the second firing, the reload was used. When the jaw was opened all three rows on the specimen side were fully formed, however, on the patient side one row was formed. The other two rows were deployed in the "u" shape formation and not formed. The surgeon used clips to reinforce the staple line prior to initiating the next firing. There were no patient consequences reported. One device will not be released.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what was the product code and lot/batch number for the stapler used with the ecr45g cartridge (ex, ec45, sc45, ec45a, etc)? Please send pictures via email to (B)(4). What other color cartridges were used before this event? What was the patient¿s bmi? Was buttressing material utilized? If so, which product?